Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: during investigation, the up arrow, down arrow, contrast, and ok buttons were under responsive. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find moisture corrosion on the keypad connector and the keypad flex cable. No moisture was found in the battery compartment. Unrelated to the original complaint, the pump was powered on to a dim purple display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).